Event description:
It was reported that patient underwent labral repair procedure utilizing a soft tissue anchor device on (B)(6), 2011. During the procedure, the tip of the device fractured upon insertion. It was confirmed through radiograph that a fragment was retained in the patient's acetabulum. The surgeon was not able to remove the fragment. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance." Evaluation of returned device found evidence that the fracture appears to have been caused by bending overload resulting in a fast fracture. The inserter/instrument portion of the device fractured and not the implant portion. This report filed (B)(4), 2011.

Manufacturer narrative:
Information received suggests the inserter was pulled back and pushed forward multiple times which could increase the likelihood of damaging the inserter tip. This report filed (B)(4), 2011.